Manufacturer narrative:
The previous supplemental report (follow-up 001) contained the incorrect aware date of 2017-jan-08. The correct date is 2018-jan-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient was still under monitoring for the previously reported infection. It was also noted that it was unknown when the event began occurring. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the infection resolved and the patient¿s condition remained stable.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that starting on an unknown date there were signs of an infection at the implant site located on the patient's head. There was no diagnostics/troubleshooting performed related to the event. The actions/interventions taken to resolve the event included scheduling an explant procedure for (B)(6) 2017; the event remains ongoing at the time of this report. The hcp's observation about the severity was noted as "not severe" and their observation about the cause of the event was "unknown". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient was still under monitoring for the previously reported infection. It was also noted that it was unknown when the event began occurring. No further complications were reported/anticipated.